Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Is it not known which tripole model lead was implanted. It was reported the patient lost partial coverage of the established pain pattern. The lead was explanted and replaced which restored the patient's therapy which resolved the patient's issue.